Event description:
On (B)(6) 2017 a patient (pt) called to report an issue with an oasys brand contact lens. This event is documented in a separate file. The pt reported that his/her ¿co-worker had a cornea transplant due to his/her lenses.¿ the pt reported that ¿a teacher at school where I work also had ulcers on her cornea from the oasys, and I have read many customer reviews on these contacts that have mentioned the same problem.¿ the pt reported that the co-worker had not reported the issue. The affected pt's contact information was not provided. Multiple attempts were made to the pt who reported the co-workers event to have the pt call to provide additional information, but no additional information has been received. The affected pt's contact information, medical information regarding the event, lot number, product availability for return and date of the event are unknown. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.